Event description:
It was reported by repair work order that the cot will not lock into the power load system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.